Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 6.2, lab: 3.8. Therapeutic range: 2.0-3.0 inr patient was out of range at the lab because, he was not using a pill box and accidentally overdose on coumadin.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed; inratio: 6.2, reference: 3.8, mean: 5.00, confidence limits: 2.8-7.2. Analysis of the customer's data revealed that inratio and reference test result comparison meet accuracy criteria. The results are not considered discrepant within the context of the documented variability for inr testing. Per general description of complaint, customer has atrial fibrillation and was overdosed with coumadin. Patient's current health condition and medication may have affected coagulation testing and may have led to the unexpected inr results. No product is expected to be returned. No product information was provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.